Event description:
A customer reported that their pump battery was not charging, despite using a tandem charging cable and a wall outlet. There was no adverse impact to the customer's blood glucose level. Customer support suggested trying a different wall outlet and leaving the pump plugged in for 30 minutes, which began the charging process, but ultimately the issue persisted. As a result, the customer was instructed to return the faulty pump using a prepaid label within 10 days, and a replacement pump was arranged. The customer was also guided to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.